Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by the catheter as it was acoustically dead. The system worked as intended since the system was able to image with another catheter.

Event description:
It was reported the epiq cvx ultrasound system imaging screen went blank to a message ¿connect catheter for imaging¿ while in patient use of a watchman implant, left atrial appendage occlusion procedure. The system was rebooted and the catheter was disconnected and reconnected. Then the user used a different catheter. No patient or user was harmed as a result of the issue.

Event description:
It was reported the epiq cvx ultrasound system imaging screen went blank to a message ¿connect catheter for imaging¿ while in patient use of a watchman implant, left atrial appendage occlusion procedure. The system was rebooted and the catheter was disconnected and reconnected. Then the user used a different catheter. No patient or user was harmed as a result of the issue. Philips has started an investigation of this complaint.